Manufacturer narrative:
Manufacturer's report date: 07/16/2014. (B)(4). Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the affected product be received for evaluation.

Event description:
The customer reported after starting a chemo infusion, a leak occurred from a set with a bonded texium valve. There was no patient harm or medical intervention. Although requested, no additional patient or event details were provided by the customer.